Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Per (B)(4), this is a failure of ls1.

Event description:
The customer reported the device failed the backup alarm test. This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient involvement reported.